Manufacturer narrative:
Stryker service depot verified and duplicated the reported issue. The therapy pcba were replaced to resolve the issue. Device passed performance inspection procedure and was returned to the customer for use. Stryker product assessment center analyzed the pcba and found the issue to be related to the pcba losing software for paddles control circuit. Reloaded the software and the pcba was able to charge defibrillation again with no service codes logging. Root cause is software app missing or corrupt.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.